Event description:
Litigation papers allege that the patient suffered pain, discomfort, soreness, a burning sensation in her hip which has increased over time; hip exhibits a popping sensation, elevated levels of cobalt and chromium metal ions in her bloodstream and loss of muscle mass and deterioration of the soft tissue in her hips. Update: (B)(4) 2014: asr revision reported via sales rep. Patient presented with continuing elevated cobalt chromium blood levels and increased hip pain. Asr total hip with trilock stem. Cup was not loose. Added surgeon and sales rep details, dor and unknown sleeve. Update rec¿d (B)(4) 2015 - plaintiff¿s preliminary disclosure form was received, which identified part/lot information. The existing MDR decision has been reversed and the adapter sleeve has been reported. The stem is being added due to elevated metal ion levels. The complaint was updated on: (B)(4) 2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.